Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer's blood glucose was 7.9 mmol/l at the time of incident. The customer stated that the esc button was working. The customer stated that the issue was getting worse. The customer was advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.